Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that channel 3 of the device did not sound an audible alarm tone during an alarm condition. Channel 3 of the device was programmed in the dose calculation mode to deliver dopamine 400mg/250ml at a dose of 5mcg/kg/hr. No further programming parameters were provided. After an unspecified length of time, the patient's bedside monitor alarmed for low blood pressure. The nurse noted the patient's systolic blood pressure had decreased to the 60s mmhg. At this time, the device displayed an unspecified error code and no audible alarm tone was noted. Therapy was resumed using an unspecified channel of the same device. The customer contact estimated that the patient had not been receiving the dopamine for approximately 45 minutes. After an unspecified length of time, the patient's systolic blood pressure increased to the lower 100s mmhg. The device was removed from clinical service at an unspecified time. Therapy was resumed using a replacement device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.